Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium and conjunctival injection on the right eye (od) at the one month post op exam. A brief description from the surgery center noted when the loose epithelium was discovered on the od, the patient was prescribed muro-128 and pred forte eye drops, however the patient was not compliant in taking the dosage at the prescribed frequency. A week after the discovery of the loose epithelium, the patient came in with stage 1-2+ conjunctival injection with no improvement of the loose epithelium. The patient¿s chief complaint was of halos, glares, and shadows. The patient commented on visual acuity in od (20/20-2) as good but not as good as the left eye (os 20/20). The surgeon discussed and stressed with the patient the importance of use of muro eye drops and to continue the prescription and dosage prescribed. Pred forte (topical steroids) was increased to resolve symptoms. In addition, the patient was treated with pulse dose lotemax. At this time, the patient is still being managed. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -2.75 x -.75 x 154, left eye pre-op 20/20 -2.75 x -50 x 58. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.